Event description:
Technician was rolling monitor cart into a facility, when the left rear wheel popped out causing the cart to tip over injuring their shoulder resulting in separated shoulder, torn ligaments, and very deep bruising.